Event description:
The end user was standing with the cane. It collapsed and she fell. She was admitted to a skilled nursing facility for pain mgmt.

Manufacturer narrative:
The end user was awaiting a schedule hip replacement. While standing with the cane in her home, it collapsed and she fell. No fracture resulted. She was admitted to a skilled nursing facility for pain mgmt. She subsequently had her scheduled hip procedure. Her post op course was uneventful and no complication resulted. The sample was returned and evaluated. We were able to adjust the height of the cane and it remained securely locked in position. The cane met established specs and no mfg defect was identified. It did not collapse when weight was applied to the handle. It is not known if the end user had the push button adjustment mechanism securely in position prior to use. Due to the reported fall and need for subsequent admission to a skilled facility for pain mgmt.